Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with staphylococcus infection and endocarditis. There were no additional adverse patient effects reported. The ICD was explanted. Additional information indicates that the patient also had a staphylococcus infection and endocarditis. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental is being filed to capture new pertinent additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our (B)(6), additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.